Manufacturer narrative:
Date of report : 02jul2019, date rec¿d by MFR : 01jul2019. Philips field service engineer verified failure. Philips field service engineer replaced the front bezel and tested unit, after successful completion of testing the unit was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the nav-ring was not working. There was no patient involvement. Event date not specified; estimate used.